Event description:
Caller states that on (B)(6) 2011, a patient was admitted to emergency room with initial diagnosis of hypoglycemia. Caller states that staff performed a glucose test on patient using either meter inform system 1 or inform system 2, and a message indicating extremely low blood glucose displayed on the meter. Caller states that staff indicated that they did not see error - 83 displayed along with message. Inform system error 83 states, "error: extremely low blood glucose sample below the meter's reading range or a bad strip. Repeat test or follow facility's policy." There is no other inform system error message that reads, "extremely low blood glucose". Caller states that staff performed a total of 5 blood glucose tests using inform system 1 and inform system 2, and different vials of strips and message indicating "extremely low blood glucose" was displayed. Caller states that based on message displayed, staff treated patient with an unknown amount of d50 and orange juice. Caller states that at 19:58, a sample was obtained and analyzed in lab, glucose result was 1001 mg/dl. Caller states that she believes patient was then treated for hyperglycemia based on high lab result. Caller states that patient was transferred to ICU and is currently on a renal pulmonary floor. Caller states that according to medical records, patient was treated in ICU with an unknown amount of "novolog 1000 unit IV" and 20 units of lantus. Caller did not provide exact time or frequency of treatment while in ICU. Caller states that she did not see any low blood glucose results for patient in the lab information system when staff reported message indicating extremely low blood glucose. A request was made for the return of the meters and strips.

Manufacturer narrative:
(B)(4).